Manufacturer narrative:
The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 14may2019. Approximate age of device ¿ 14 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a direct relationship between the device and the reported event could not be conclusively determined through this evaluation. A review of the device history records revealed the device met applicable specifications. The patient remains ongoing on vad support and no further issues have been reported. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a drop in hemoglobin and a rise in inr (international normalized ratio). The patient received 1 unit of packed red blood cells (prbcs). A CT of the patient's abdomen and pelvis revealed a right iliopsoas intramuscular hemorrhage. It was reported the patient received 1 more unit of prbcs and stabilized, needing no more transfusions. No additional information was provided.